Event description:
Additional information provided by the surgeon indicates the pt's symptoms persist. Lens remains implanted.

Event description:
A surgeon reports that a pt is complaining that they see intermittent, dark flashes in their peripheral vision following intraocular lens implant surgery. The flashes appear as definite vertical lines in the corner of their vision. The pt has been seen by several ophthalmologists that all agree the lens is well-centered and looks good. They were briefly treated with pilocarpine 1/2% to see if this would alleviate their symptoms. Symptoms persisted with treatment. The reporting surgeon is considering a lens exchange. Additional info has been requested.